Manufacturer narrative:
(B)(4) 2015 2 medtronic representatives spoke with the surgeon. During the procedure, they were delayed about 30 minutes due to unrelated issues and the surgeon believes that this was enough time for the cerebrospinal fluid (csf) conditions to change and for the brain to shift from the pre-op scans that had been taken. Post-op scans from on-site magnetic resonance imaging (MRI) on (B)(6) 2015 indicate a 3 millimeter inaccuracy on the left side only. (B)(4) 2015 software investigation completed. Findings are that the surgeon believed the inaccuracy was due to changes in cerebrospinal fluid (csf) during delay (not related to medtronic equipment). Software is functioning as designed. (B)(4) 2015 a medtronic representative, following-up at the site, reported the surgeon did not re-position the dbs lead, after the inaccuracy was noted. The inaccuracy was not noted until a post-op MRI scan was taken. (B)(4) 2015 a medtronic representative, following-up at the site, reported the lead was not misplaced. Site stated that the patient had some post-op confusion after the procedure but it was thought due to underlying dementia that was pre-existing. After the battery, the patient did well, and did stay in the hospital for a couple of days, the patient totally recovered. (B)(4) 2015 additional findings from medtronic representative: t images coming from pacs during this issue over-wrote one another as previously described. It was discovered that the non-medtronic portable CT scanner system had a bad network port which is why the images were going through pacs to begin with. The port has been fixed and images are now transferred directly to the navigation system without issue and as unique series. The medtronic representative had a successful case on (B)(6) 2015, and was able to merge and confirm lead placement intra-operatively. The issue of blank study ID's appears to be isolated to exams that go through the pacs workflow.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) lead placement procedure, the surgeon alleged an inaccuracy. No specific measurement was provided. The post-op spins shows the leads several millimeters off from the plan done on the intra-op scans. The surgeon was sending the patient down to magnetic resonance imaging (MRI) to confirm lead placement a second time when this was called in to the medtronic representative. The direction and amount of inaccuracy was not known but was present and symmetrical on both sides of the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
After further review of the post-op studies the surgeon no longer feels that the lead for this surgery was misplaced. Therefore, there is no allegation of an inaccuracy. This was discussed between medtronic dbs rep and the surgeon on (B)(6), 2015. The software investigation found the software behaved as intended in regards to the accuracy of the application. A second surgery(different patient) was performed on (B)(6), 2015 using this system and there were no further issues.